Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014, due to patient allegations of pain and bone/tissue damage. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-00041 / 00042).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Correction: product femoral stem and taper insert information on initial medwatch 2014-01102 and -01103 was reported in error and is not reportable.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to patient allegations of pain and bone/tissue damage. Additional information provided in patient medical records indicates that the revision procedure was due to pain, acetabular osteolysis and elevated metal ion levels. Revision operative notes indicate the presence of fluid which was cloudy, consistent with metallic debris and an osteolytic lesion. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.